Event description:
Additional review indicated that the patient¿s pump had multiple stalled and recovered started (B)(6) 2011. The eri was 33 months according to the 8840. The pump log said "motor stall occurred, stop pump period may exceed tube set."

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The pump had been stalled for several days. The patient experienced flu-like symptoms around the time of the pump stall. They expected 3 ml at refill and pulled back 25ml. They plan on replacing the pump. The pump was delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model #8709 lot#j11041r28 implanted: (B)(6) 2002 explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced return of pain. The cause of the event was unrecoverable motor stall. It was noted that the pump had been alarming for about 3 months before the stall according to the logs. A catheter dye study was done on (B)(6) 2012 and the catheter was patent. The pump was replaced (B)(6) 2012. The patient outcome was noted as recovered without sequela.

Event description:
As of the date of this report, it was noted that the pump had been stalled "for some time now." It was also noted that there had been a few previous stalls that recovered before the current stall. A rotor study was done and the rotors did not move.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly.